Manufacturer narrative:
The returned product was tested for suction at six different settings. Cycle rate was concurrently observed and visually compared to a provided reference waveform. Cycle rate was observed to be conforming and all vacuum measurements were within specifications. No evidence of malfunction was observed. This indicate that the returned product is capable of operating within specifications.

Event description:
The customer contacted ameda via phone call. She stated that she has mastitis in her left breast. She is currently under a physician's care and taking bactrim ds. The record indicates that the customer was using flanges which were too large. The customer reported occasional uneven suction while using her purely yours pump.